Event description:
MFR received information which stated that a pt had a monarc sling implant. Patient reported that her symptoms are worse and she has abdominal swelling and pain. A revision surgery has not been determined at this time.